Event description:
Huntleigh healthcare was informed that two nurses aides were injured while using a bariatric pt lift. The facility reported that one nurses aide required treatment for an unspecified shoulder injury, and the other aide suffered an unspecified leg injury which reportedly did not require treatment. According to the facility the legs on the pt lift extended, but one leg did not open upon pt being in sling.